Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('losing my tubes next week in order to get them out') in a 35-year-old female patient who had essure inserted. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: losing my tubes next week in order to get them out. Most recent follow-up information incorporated above includes: on 13-jul-2020: the case will be deleted from bayer pv database. Nullification reason: this case was considered as duplicate of case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('losing my tubes next week in order to get them out') in a (B)(6) year-old female patient who had essure inserted. In 2012, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ ones were received via social media: losing my tubes next week in order to get them out. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.